Manufacturer narrative:
(B)(4). Date sent to FDA: 7/19/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? Surgeon doesn¿t think there was but may have just applied too much force in the first place. Was the ampoule crushed repeatedly? No just once. Did the glass penetrate the user¿s skin? Yes. What was done to treat the shard penetration? Washout and shard removed. Was medical or surgical intervention required? As above but nothing major. What is the status of the surgeon injury today? Small cut on the hand but otherwise fine.

Event description:
It was reported that the surgeon performed an unknown procedure on 6/29/2017 and topical skin adhesive was used on the patient. When the surgeon squeezed the glass, it shattered and cut the surgeons hand through two layers of gloves. The procedure was stopped to change the gloves and open a new device. There was small injury to the surgeon and possible sterilization risk. There were no adverse consequences for the patient. The surgeons hand was washed out and the shard was removed. The surgeon current condition is fine.